Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/ migration of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s)") in a 35-year-old female patient who had essure (batch no. B97498) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus infection and cramp in lower abdomen. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2015, surgical removal of coil(s) - laparoscopy removal of the right coil.). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015, surgical removal of coil(s) - laparoscopy removal of the right coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded) on (B)(6) 2015, hysterosalpingogram showed implants in the normal location, with occlusion of the left tube and spillage from the right tube. Most recent follow-up information incorporated above includes: on 17-jul-2018: plaintiff fact sheet received. Event device dislocation was updated to migration of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s). Events per pfs: depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of device/ migration of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s)/essure perforated my uterus") in a 35-year-old female patient who had essure (batch no. B97498) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus infection and cramp in lower abdomen. Concomitant products included cilest (sprintec), ibuprofen from 2014 to 2015 and paracetamol (acetaminophen) from 2014 to 2015. In 2014, the patient experienced pelvic pain ("pelvic pain / pain"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 18 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2015, surgical removal of coil(s) - laparoscopy removal of the right coil.). At the time of the report, the uterine perforation, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, pelvic pain and uterine perforation to be related to essure. The reporter commented: (B)(6) 2015, surgical removal of coil(s) - laparoscopy removal of the right coil. (B)(6) 2015:result: failure to occlude (close) fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded) on (B)(6) 2015, hysterosalpingogram showed implants in the normal location, with occlusion of the left tube and spillage from the right tube. Most recent follow-up information incorporated above includes: on 17-oct-2018: pfs received. The event essure perforated my uterus was clubbed with previous pt device expulsion and coded to uterine perforation. Onset date and concomitant drug was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of device/ migration of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s)/essure perforated my uterus') in a 35-year-old female patient who had essure (batch no. B97498) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus infection and cramp in lower abdomen. Concomitant products included ethinylestradiol;norgestimate (sprintec), ibuprofen from 2014 to 2015 and paracetamol (acetaminophen) from 2014 to 2015. In 2014, the patient experienced pelvic pain ("pelvic pain / pain"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 18 days after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2015, surgical removal of coil(s) - laparoscopy removal of the right coil.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, depression, anxiety, dysmenorrhoea, dyspareunia and genital haemorrhage outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: (B)(6) 2015, surgical removal of coil(s) - laparoscopy removal of the right coil. (B)(6) 2015:result: failure to occlude (close) fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (left tube occluded); on (B)(6) 2015: not provided.. Diagnostic results: on (B)(6) 2015, hysterosalpingogram showed implants in the normal location, with occlusion of the left tube and spillage from the right tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: extension of expected date of next report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of device/ migration of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s)/essure perforated my uterus") in a 35-year-old female patient who had essure (batch no. B97498) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus infection and cramp in lower abdomen. Concomitant products included cilest (sprintec), ibuprofen from 2014 to 2015 and paracetamol (acetaminophen) from 2014 to 2015. In 2014, the patient experienced pelvic pain ("pelvic pain / pain"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 18 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2015, surgical removal of coil(s) - laparoscopy removal of the right coil.). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, pelvic pain and uterine perforation to be related to essure. The reporter commented: (B)(6) 2015, surgical removal of coil(s) - laparoscopy removal of the right coil. (B)(6) 2015:result: failure to occlude (close) fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded) on (B)(6) 2015, hysterosalpingogram showed implants in the normal location, with occlusion of the left tube and spillage from the right tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of device/ migration of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s)/essure perforated my uterus') in a 35-year-old female patient who had essure (batch no. B97498) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus infection and cramp in lower abdomen. Concomitant products included ethinylestradiol;norgestimate (sprintec), ibuprofen from 2014 to 2015 and paracetamol (acetaminophen) from 2014 to 2015. In 2014, the patient experienced pelvic pain ("pelvic pain / pain"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 18 days after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2015, surgical removal of coil(s) - laparoscopy removal of the right coil.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, depression, anxiety, dysmenorrhoea, dyspareunia and genital haemorrhage outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: (B)(6) 2015, surgical removal of coil(s) - laparoscopy removal of the right coil. (B)(6) 2015:result: failure to occlude (close) fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (left tube occluded); on (B)(6) 2015: not provided.. Diagnostic results: on (B)(6) 2015, hysterosalpingogram showed implants in the normal location, with occlusion of the left tube and spillage from the right tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: extension of expected date of next report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of device/ migration of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s)/essure perforated my uterus') in a 35-year-old female patient who had essure (batch no. B97498) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus infection and cramp in lower abdomen. Concomitant products included ethinylestradiol;norgestimate (sprintec), ibuprofen from 2014 to 2015 and paracetamol (acetaminophen) from 2014 to 2015. In 2014, the patient experienced pelvic pain ("pelvic pain / pain"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. On(B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 18 days after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("gen.abnormal bleeding"). The patient was treated with surgery (on(B)(6) 2015, surgical removal of coil(s) - laparoscopy removal of the right coil.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, depression, anxiety, dysmenorrhoea, dyspareunia and genital haemorrhage outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: (B)(6) 2015, surgical removal of coil(s) - laparoscopy removal of the right coil. (B)(6) 2015:result: failure to occlude (close) fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (left tube occluded); on (B)(6) 2015: not provided.. Diagnostic results: on (B)(6) 2015, hysterosalpingogram showed implants in the normal location, with occlusion of the left tube and spillage from the right tube. Batch no b97498 production date 2013-12-02 expiration date 2016-12-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of device/ migration of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s)/essure perforated my uterus') in a 35-year-old female patient who had essure (batch no. B97498) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus infection and cramp in lower abdomen. Concomitant products included ethinylestradiol;norgestimate (sprintec), ibuprofen from 2014 to 2015 and paracetamol (acetaminophen) from 2014 to 2015. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pelvic pain / pain"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 18 days after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2015, surgical removal of coil(s) - laparoscopy removal of the right coil.). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, depression, anxiety, dysmenorrhoea, dyspareunia and genital haemorrhage outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: (B)(6) 2015, surgical removal of coil(s) - laparoscopy removal of the right coil. (B)(6) 2015:result: failure to occlude (close) fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (left tube occluded). Diagnostic results: on (B)(6) 2015, hysterosalpingogram showed implants in the normal location, with occlusion of the left tube and spillage from the right tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event gen. Abnormal bleeding was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (underwent a laparoscopic tubal ligation due to complications from the essure device.). At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.